Event description:
It was reported that during a surgery on (B)(6) 2013, that was unrelated to the pump, the surgeon cut the catheter. The catheter was replaced (B)(6) 2014. The pump was delivering clonidine and dilaudid. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# unknown, product type catheter. (B)(4).

Event description:
Additional information was received from a consumer. The patient noted that once the catheter was fixed he knew the pump was working because he was able to pull off the 100 mcg fentanyl patch he was wearing and very easily transition from no pump to pump.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient also had withdrawal symptoms which were controlled with a fentanyl patch and oxy it.

Event description:
Additional information received reported the patient was experiencing lumbar radiculopathy. There was a break, tear, or hole in the catheter secondary to a surgical laminectomy. The location of the issue was subcutaneous. Revision occurred with the patient re-opened and explanted. The patient recovered without permanent impairment. This reported information was in the form of written responses to requested follow-up questions. Some responses were illegible, including the response to ¿how and when was the catheter issue identified (e.g. Dye study, x-ray, MRI, etc.)?¿ follow-up to clarify the responses has been requested and a supplemental report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had a change in therapy effect. It was noted that the patient was sick prior to the previously reported surgery that was unrelated to the pump therapy. It was reported that the physician was not planning on cutting the catheter for the back surgery but then once they were in the surgery they had to cut it but did not revise it right then stating they would wait 1-1.5 months until the patient healed then would go back and revise the catheter. It was noted that the patient was in the "worst pain he could imagine" because of this issue with the catheter being cut and not being able to have it revised right away along with the triple lamenectomy surgery that was done. It reported that the patient was prescribed many breakthrough pain medications. It was noted that the patient wanted them to replace the old pump when the catheter was revised because there was only 15 months of life left of the pump battery but insurance would not cover it/refused it. It was reported that the patient was going on their third pump and is getting tired of being cut in to for all the surgeries they've had. It was noted that the patient was also on fentanyl patch post back surgery when the catheter was cut (B)(6) 2014 along with many "other meds they tried" and has since gotten off of that but is still taking oxycondone.